Manufacturer narrative:
The crt-d and rv lead remains implanted and in service and no other actions have been taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Due to the patient's condition, the physician decided to not perform any surgical interventions and instead perform induction testing after the pneumothorax was resolved. Once the patient recovered, induction testing was performed. During testing, the induced arrhythmia was detected and successfully treated with one 41 joule shock. The shock impedance measurement was in normal range at 34 ohms. As induction testing was successful and the device had delivered a shock previously that was also successful ((B)(6) 2017), the physician decided to keep the current system in place. No additional adverse patient effects were reported. The crt-d remains implanted and in service. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that one day after the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient was diagnosed with a pneumothorax. The excess air was aspirated and the patient remained hospitalized. Several days later, the patient experienced a ventricular arrhythmia that was detected and successfully converted by the crt-d. The next day, the patient was diagnosed with another pneumothorax; no interventions were performed as the physician felt it would resolve on its own. The patient was still hospitalized when they experienced another ventricular arrhythmia. The arrhythmia was corrected detected by the crt-d and therapy was delivered; however, the shock resulted in an acceleration of the arrhythmia. The crt-d delivered all remaining shock therapy available but it did not convert the arrhythmia. The patient was cardioverted with a single external defibrillation shock of 200 joules. Later that day, the patient had another ventricular arrhythmia that was detected and successfully converted with anti-tachycardia pacing (atp). A memory download was performed and sent to boston scientific technical services (ts) for evaluation. The ts consultant reviewed the data and discussed that no anomalies or issues related to the crt-d or leads were found. There were some small changes with the atrial pacing threshold and impedance measurements but the values were still in normal range. The shock impedance measurements were all in normal range. The ts consultant discussed that a tension pneumothorax could potentially lead to increased pacing and defibrillation threshold measurements. Additional troubleshooting was provided.